Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two prostyle devices after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, the foot plate did not deploy. This occurred with both devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the similar incident review, there is no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult deploy the foot include but are not limited to; interaction with patient anatomy (human tissue, calcified femoral vessel), use error, and manufacture. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.